Manufacturer narrative:
E1 patient city: (B)(6). Patient country :germany.

Event description:
Reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it faced was reported that patient infusion set leakage at site events. Infusion set was in use for 2 days. No further information available.